Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose exceeded 400 mg/dl yesterday, which he treated with a manual insulin injection. The customer did not feel any symptoms of high blood glucose. Troubleshooting was initiated to inspect the device. The drive support cap appeared normal. However, the customer declined to check their bolus history. The alarm history confirmed a no delivery alarm; the customer did have a bent cannula yesterday. There was also what appeared to be a small air bubble in the current infusion set tubing. A manual prime was run successfully as insulin exited at the qr. A high pressure test could not be performed due to lack of a tubing clamp. No products were returned or replaced.